Event description:
It was reported that in central processing, it was noted that the black sheath was peeling on the maryland dissector instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments main tube had scratch marks and abrasions. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .13 x .077 piece missing roughly 3.5 above the snake wrist. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the scratch mark and abrasion damage to the main tube if to recur could cause or contribute to an adverse event.